Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, crease fold, wear abrasion and opening. A microscopic analysis was performed which identify, a sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a opening sharp in the posterior side assessed, as unidentified (tear) opening.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.